Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according with the information reported the patient experienced a rupture and pain in the breast implant. During analysis of the sample was found rupture and received in two (2) parts. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture, breast pain. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient noticed a size difference with burning and aching, and rupture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.